Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 37751, serial (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the recharger was unable to power up. The patient reports that they usually charge once per week and always keeps the recharger plugged in but somehow it got unplugged from the wall. The patient reports that when he plugged the recharger in to charge it would not power on and would not charge. The patient confirmed that the desktop charger light was on and the connecter pin seemed secure. A replacement recharger was sent to the patient. It was further reported that due to the patient not being able to receive the replacement recharger due to weather conditions his ins is now completely empty and he needs to charge it today. The patient states he is no longer receiving therapy due to his ins being so low. The patient programmer showed rc only low ins battery and the patient is not able to charge. A manufacturing representative was contacted to see if they could use a recharger until there replacement arrives. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the replacement recharger resolved the issue and they were receiving therapy.

Manufacturer narrative:
Damaged recharger board due to shorted pins in the female connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.